Event description:
It was reported that the patient experienced right coronary artery spasm. Per conference poster presentation review, it was reported that: in this single-center study at the (B)(6) heart center, japan; in (B)(6) 2024, 23 patients with paroxysmal and persistent atrial fibrillation (af) underwent successful pulmonary vein isolation (pvi) procedure using pulse field ablation (pfa). Pvi, linear ablation between the inferior vena cava and tricuspid annulus ablation were performed for patients with paroxysmal atrial fibrillation, and in additionally, roofline ablation of the left atrium for patients with persistent atrial fibrillation. After the end of the ablation, in patients without contraindications to contrast agents, coronary angiography was performed. In the pfa group, complications such as pericardial effusion were not noted, and coronary angiography was performed on 22 patients excluding those with contrast agent allergies. Right coronary artery spasm was observed in 8 cases (36%). In one of those 8 cases, the patient experienced a complete atrioventricular block. A coronary spasm was observed in the right coronary artery though a coronary angiography, so a 0.5 mg of isosorbide dinitrate was administered within the coronary artery, and the coronary spasm has improved, and the atrioventricular block has also disappeared.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.